Manufacturer narrative:
The ge field engineer (fe) inspected the mobile unit, and found the side covers to be warped. An investigation is ongoing.

Event description:
The site reported that the gantry's side covers fell off during a tube warm-up/fast cal. The left top cover that was secured by the side covers subsequently slid downwards in between the front and rear covers. The sliding top cover was then hit by the rotating gantry, causing the cover to be projected radially outwards toward the side wall of the mobile unit. No one was in the scan room of the mobile unit when the incident occurred. There was no injury reported. The concern is a serious injury may occur, if the incident was to recur, and the cover contacted a patient or an operator.